Event description:
Clinic notes were received 08/01/2016 and dated (B)(6) 2016. At time of vns diagnostic run revealed on all 3 attempts: hi-impedance. Notes state this may represent a broken or dislodged lead. The patient, given the devices location and his wheelchair tray restraint, may need/require alternate vns placement perhaps a intra-scapular location. Surgical intervention has not occurred to date.

Event description:
It was reported on 06/14/2016 that the patient reported to have high impedance on his device. The patient was not programmed off because he is only set to .25 ma currently and the physician didn't feel it was necessary. Imaging results for the patient's chest x-rays dated (B)(6) 2016 were received. The notes state possible malfunction of the vagal nerve stimulator. The review states the partially visible leads appear intact. Replacement surgery has not occurred to date.

Event description:
Additional information was received indicating that the patient was found to have high impedance on his m105 generator in 2016 and again in (B)(6) 2018. The recommendation was to turn off the device, but the patients mother has wanted to leave the device on and has not wanted to change the device since the initial high impedance. No additional or relevant information has been received. Surgical intervention has not occurred to date.